Manufacturer narrative:
One cadd solis vip pump was returned for analysis with a damaged lens and a loose down stream occlusion seal. A sensor test and a functional test was performed, and the issue was confirmed. The down stream occlusion was found to be contaminated and will be replaced.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed an error that the cassette is not properly attached. There was no patient involved.